Event description:
Event was initially reported as the below: on post operative day 64 (B)(6) 2024), the patient had a serious adverse event (sae) of dysphagia - patient endorses inability to swallow solids and difficulty swallowing liquids, oesophageal stricture around the aortic arch. Oesophagram reviewed showing external compression at level of cervical oesophagus and the thoracic aorta. At time of reporting site has indicated in edc that action was taken to treat the adverse event, but site have to confirm if any medications were taken, or indeed and medical or surgical procedure carried out. The sae is ongoing, and still requiring treatment. The event was considered unresolved at the time of this report and the subject remained hospitalized. The patient continued in the study. The site has reported the event as possibly related to device, however has also stated that they do not consider this related to a device failure/deficiency. Additional information was received from the site on 08 jan 25, see section h11. This report is being submitted as initial / final for manufacturing report . To provide event closure information for tag0105.

Manufacturer narrative:
Clinical code : 1815 - dysphagia/odynophagia: site reported the event as dysphagia on the event intake form. Impact code: 4641- unexpected medical intervention: the site confirmed that the patient received the following treatments, esophagram 12/31: revealed esophageal stricture around level of aortic arch, unsure of origin; egd 1/2: no esophageal stenosis, white patch on upper and lower esophagus candida path sent; patch was flushed in lower esophagus; CT neck/chest 1/2: no neck mass; esophagus collapsed throughout its thoracic extent 4624- surgical intervention: the site confirmed that surgical intervention performed was endoscopic esophageal dilation. 4644 - medication required: concomitant medications (taken at the time of the event) included nitroglycerine, aspirin, atorvastatin, plavix, metoprolol. Medical device problem: 2993- adverse event without identified device or use problem: site confirmed on (B)(6) 2025 that the event is not related to the device. Component code: 4755 - part/component/sub assembly term no t applicable type of investigation: 4110 - trend analysis: 4-year review was performed which gave an occurrence rate of (B)(4), no trend was identified requiring action, this is a first time occurrence for this event type. 4111- communication/interview: site provided additional information on the 08 jan 25 · the patient operation (B)(6) 2024, discharged (B)(6)2024 · the patient has a delayed extubation initially to hhf nc (humidified high flow nasal cannulae), intubated on 10.28, extubated 11.3 · the device was implanted in zone 2 · the patients arch vessels were attached to graft with additional branch grafts · surgical intervention performed was endoscopic esophageal dilation. · site confirmed that the event is not related to the device 3331- analysis of production record: comprehensive batch review was performed, no issues identified, device was made to specification. No causal link identified between device and event. 4112- analysis of information provided by user/ third party: scan review was performed which concluded that pre-operative imaging demonstrated some displacement/compression of the oesophagus due to the diameter of the aneurysm. This was also evident in the 9 day post implant imaging, where the stented section of the device had not fully expanded. Further of expansion of the stent rings is likely to have occurred during the post operative period, resulting in continued compression of the oesophagus. The device has been deployed as intended, occluding the primary entry tear of the dissection, resulting in false lumen thrombosis. As there are no device defects identified, this event can be considered as related to the procedure. 4117 - device not accessible for testing: device remains implanted investigation findings: 213- no device problem found: comprehensive batch review was performed, no issues identified, device was made to specification. No causal link identified between device and event. Also site confirmed that the event is not related to the device. Investigation conclusion: 4310-cause traced to non device related factor: comprehensive batch review was performed, no issues identified, device was made to specification. No causal link identified between device and event. Also site confirmed that the event is not related to the device. The scan review also confirmed that as there are no device defects identified, this event can be considered as related to the procedure.